Event description:
During an ablation procedure, a cardiac perforation occurred and the patient expired. After completing the left atrium portion of the case, the right ventricle was checked with intracardiac echo and no effusion was detected. The physician then pulled to the right atrium in attempt to canulate the vein of marshall. After exploring the cs with the agilis, tactiflex, a wire, and balloon were all inserted into the cs. After an attempt at vein of marshall occlusion, a pericardial effusion was noted on intracardiac echo. It was attempted to tap the patient's chest but the patient was unable to be revived and expired.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.